Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery or prime/fill anomaly due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 54 mg/dl at the time of incident. Customer was treated with food. The customer provides details on symptoms related to the low blood glucose level episodes such as headache. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer alleging possible insulin pump over delivery. Customer stated that performed displacement test and the test was pass. Customer stated that there was crack on the reservoir compartment and window where to look at the units of insulin. Customer stated that insulin was squirting out during the manual prime process. Customer stated that they were not wearing the insulin pump during priming. The device will be returned for analysis.